Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 500 mg/dl and has been having trouble with infusion sets and that this may have caused the high. Troubleshooting found that the customer was able to successfully change the infusion set and will return it for analysis. Customer declined to troubleshoot their high blood glucose. Customer was advised to call back for further assistance if necessary. No further details given.